Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge and resumed insulin to resolve each event.